Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported an unexpected outcome from her intraocular lens (iol) implant procedure because she was not able to see the computer or distance and had an increased iop which was treated. She also reported that her vision was very cloudy and white which has resolved. She was encouraged to speak to her surgeon about expected results. Consumer stated that if she obtains additional details from her surgeon or would like for us to reach out to him, she will contact us and let us know.